Manufacturer narrative:
Updated d4 - additional device information: catalog number to 32400. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient's ipg flipped in the pocket after a recent weight loss causing pain at the ipg site. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.